Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it was confirmed that reprocessing was performed according to the instructions for use (IFU). The event can be detected/prevented by following the instructions for use which state: IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the phenomenon identified in b5, the following phenomena were also identified during the device evaluation: bending angle in the up direction did not meet the standard value due to wear of the angle wire; the adhesive around the light guide lens had white-clouded area; the adhesive around the objective lens was peeled; there was a scratch on the suction connector side of the universal cord protector; the universal cord had a scratch; the plastic distal end cover had a burn; the grip had a scratch; the paint on the air/water cylinder was peeled; the control unit had discoloration; the adhesive on the bending section cover had white-clouded area; the adhesive on the bending section cover had a crack; the adhesive on the bending section cover had a chip; the play of the up/down knob was out of the standard value due to wear of the angle wire; the paint on the suction cylinder was peeled; and the connecting tube had a scratch. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. The air/water nozzle was flushed with water and air. The customer stated there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with detergent solution. There were no other concerns with reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: japanese red cross society kumamoto health management center (documented here due to character limitation in respective field).

Event description:
The customer reported to olympus, the gastrointestinal videoscope had wear on switch four. The device was returned for evaluation. During the device evaluation, foreign material was found in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.